Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the following facts obtained from the investigation, the exact cause of the reported event could not be conclusively determined. -the reported event was reproduced during device evaluation, but details such as the location of the failure were unknown. -there was no abnormality in the device history record. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The reported event may have been caused by a defective fixation of the video connector socket. The output socket was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.